Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced symptom of having a double input from the keypad. The device evaluation confirmed the # #0, #1, #2, #3, #4, #5, #6, #7, #8, #9, and (.) Keys to be inoperable. It was also observed the blue soft buttons displayed a duplicate output when pressed. It was determined the cause was chaffing on the keypad flex. The keypad was replaced to correct this condition. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's evaluation of a spectrum pump, it had an inoperable/malfunctioning keypad with a double keypad output. There was no patient involvement.